Event description:
Consumer complaint of high blood results. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2013; 10:43 am) with results of 180 mg/dl and 160 mg/dl. Test strip lot manufacturer's expiration date is (B)(6) 2015. Recall test results performed from meter memory (date/time not set correctly): 323 mg/dl; 311 mg/dl; 255 mg/dl; 264 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2013).